Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External and internal visual inspections of unit revealed no discrepancies or discernible damage. There was no damage to any of the power cables. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. Complaint of patient's wife confirmed that after inspecting the pes there is physical damage with frayed wires/cord was unconfirmed. Unit functioned as intended and no fraying was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.